Event description:
It was reported that the pt was found unconscious. The pt was treated for a potential seizure occurrence but it hadn't been substantiated during the course of treatment at that time. The pt had come out of event cognitively, though he was still receiving dialysis and it was unclear how much kidney damage had occurred. It was unclear if neurostimulation played a role in the event. The pt had 2 episodes of "syncope" in the past, but there was no history of epilepsy, only 2 episodes of syncope. One of these was after giving blood, which was not uncommon and did not sound like a "seizure". The pt was a young onset parkinson's disease pt who was healthy otherwise. Prior to event, the pt did have a medicine change of azelect from 0.5mg to 1.0mg but it was unclear if this was relevant. Stimulation was turned off after event occurred, and pt was still healing. CT scan showed no obvious issues. He received an MRI of the brain and an mra, both normal. Add'l info has been requested, a f/u report will be submitted if add'l info becomes available. Please see MFR. Report # 3004209178-2010-00332.